Event description:
It was reported that this pacemaker recorded a code 1003, which states the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that although remote monitoring remains available, after a certain period of time, the risk of disabled rf telemetry is increased. As such, device replacement was recommended. New information was received indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is reported, additional reports will be submitted.